Event description:
During the trial testing phase (implanted (B)(6) 2023) of an evoke 12c percutaneous lead kit - 60cm, the patient was not receiving the expected therapy coverage. On (B)(6) 2023, a revision of the lead occurred from th8 to th7 and an additional lead implanted. The patient is now getting adequate pain relief.